Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient spoke to the manufacturer's representative (rep) and met with them. The rep discovered that 3 leads are bad. The stimulation was rerouted to cover the problem. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having an issue with their stimulator in their back. The patient called their manufacturer's representative (rep) but have not gotten a return call. The patient stated that the ins seems to change it's speed on its own. The patient stated that is goes faster or slower on its own, not just when the patient moves. The patient said that they have adjusted it, but it seems to bother the pain they are having and makes it worse. The patient said that they are having old pain like it was before they placed the ins. The patient said that they bumped into someone a few days ago, but the issue was before that. No further complications were reported or anticipated. The patient followed up and stated that they still hadn't received a call and were forwarded to their healthcare provider (hcp).